Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr hip resurfacing system - bi-lateral. Reason(s) for revision: alval/soft tissue reaction. Update received: (B)(6) 2013 - advised which products belong to which side hip, amended right side revision date: (B)(6) 2014 and clarified details. Right side details: revision date: (B)(6) 2014. Reason(s) for revision: unknown. Left side details: revision date: (B)(6) 2011. Reason(s) for revision: alval/soft tissue reaction. Update received: (B)(6) 2014 - filled mapped to mw fields and confirmed right side revision has now taken place: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing system - bi-lateral. Reason(s) for revision: alval/soft tissue reaction. Update received: 19th november 2013 - advised which products belong to which side hip, amended right side revision date: (B)(6) 2014 and clarified details. Right side details: revision date: (B)(6) 2014. Reason(s) for revision: unknown. Left side details: revision date: (B)(6) 2011. Reason(s) for revision: alval/soft tissue reaction. Update received: 18th february 2014 - filled mapped to mw fields and confirmed right side revision has now taken place: (B)(6) 2014. Update - added reason for revision for right side. Taken from claimsuite dated 27th may 2014 reason(s) for revision: alval / soft tissue reaction. Update confirmation of implant dates received from (B)(6) 05 aug 2014. Doi right (B)(6) 2004. Doi left (B)(6) 2009.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address alval. Bursitis, groin pain, and psuedotumor was also reported.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason. For original complaint ¿ asr revision. Asr hip resurfacing system - bi-lateral. Reason(s) for revision: alval/soft tissue reaction. Update received: 19th november 2013 - advised which products belong to which side hip, amended. Right side revision date: (B)(6) 2014 and clarified details. Right side details: revision date: (B)(6) 2014. Reason(s) for revision: unknown. Left side details: revision date: (B)(6) 2011. Reason(s) for revision: alval/soft tissue reaction update received: 18th february 2014 - filled mapped to mw fields and confirmed right side revision has now taken place: (B)(6) 2014. Update - added reason for revision for right side. Taken from claimsuite dated 27th may 2014 reason(s) for revision: alval / soft tissue reaction update confirmation of implant dates received from crawfords 05 aug 2014. Doi right (B)(6) 2004. Doi left (B)(6) 2009. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.